Event description:
The customer contact reported the pump did not alarm when an occlusion was present. On an unspecified date and time prior to patient use, the pump was programmed to deliver an unspecified concentration of insulin. It was reported that the tubing set had not yet been connected to the patient when the nurse clamped to tubing set and started the delivery to test if the pump would alarm for occlusion. It was reported the pump did not alarm for occlusion. The pump was removed from clinical service. The tubing set was replaced and the therapy was initiated using a replacement device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.